Event description:
The patient has recently experienced syncopal episodes. He has 3 degree heart block; pacer dependent. Frequent pvcs were noted which are sensed appropriately. Periods of non-pacing was noted during coughing, even at the least sensitive setting. Capture thresholds are good. A gradual decline of pacing impedance from 600-444 ohms over past year was observed. The physician chose to upgrads system to a unity pacemaker.